Manufacturer narrative:
The suspect inform meter was used as a system with inform base unit, catalog number 3035131. Event occurred in another country.

Event description:
Reporter stated that the inform system's internal contacts are burned. No adverse event was reported. The MFR requested the return of the suspect product for eval.